Event description:
The office advised while prepping tooth #20 in lower mandible for a minor restoration the handpiece started getting warm to the doctor's touch. The doctor noted the tissue inside the lip had become white. When the doctor pulled the handpiece out of the mouth, a small piece of skin came off. About a half of the burn area pulled off, and the rest was a white burn bubble appearance. No medical intervention was noted.